Event description:
The customer called to make sure that the transmitter was functioning properly. The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she fell and broke her nose and cheek bone. The customer was unable to run the test plug procedure at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-02324 for hospitalization notes under the insulin pump.